Manufacturer narrative:
D10. Device available for evaluation: correction from no to yes h3. Device evaluated by manufacturer correction: from not returned to manufacturer to no the oil mist filter cartridge was received for evaluation on 6/24/2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra) and functional analysis. ¿trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ the oil mist filter cartridge returned and tested. No smoke or odor emitted from the vacuum pump during the test cycle. The return of the oil mist filter cartridge could not be confirmed. The assignable cause of the odor/smells issue is the oil mist filter cartridge. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
The oil mist filter cartridge was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® 100nx sterilizer for another issue, the customer reported to the asp field service engineer (fse) that odor or smell was emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.